Event description:
This report is being filed after the subsequent review of the following abstract: yi s, oh j, ha y, kim k , yoon d, 2011. Transitional appearance of advanced heterotopic ossification in cervical artificial disc replacement, the spine journal, 11, 2011, south korea. This retrospective clinical study was designed to investigate the transitional appearance of heterotopic ossification from the mid-term observational study of heterotopic ossification and to understand natural course of heterotopic ossification. Determination of heterotopic ossification used postoperative radiographs and CT scans. A total of 67 patients undergoing cervical arthroplasty in three groups, 2 groups with non-synthes implants, and one group of 17 prodisc -c patients. Complications: overall heterotopic ossification rate was in 31 of 67 patients with prodisc-c at 64.7%. This includes midterm and final heterotopic ossification rates. It may also include the overall new occurrence rate of 33.3% for prodisc-c. This is report 1 of 1 for (B)(4). This report is for prodisc-c with unknown part numbers, lot numbers and quantity.

Manufacturer narrative:
Device used for treatment not diagnosis yi s, oh j, ha y, kim k , yoon d, 2011. Transitional appearance of advanced heterotopic ossification in cervical artificial disc replacement, the spine journal, 11, 2011, south korea. This report is for unknown prodisc-c implant. UDI # unknown part and lot number, UDI is unavailable. (B)(6). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.